Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) and reported that the system stopped working and had a red led on the universal surgical manipulator (usm) 1. The customer restarted the system and encountered error 319 on the usm1. The errors pointed towards the usm on armnet 1. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system powered on with no errors. The system was then powered down and rebooted, which indicated that the arm needed to be disabled to proceed. The arm was disabled, and the surgeon continued with a three-arm approach. The procedure was completed using the same da vinci system. The surgeon was unable to continue using the system until the arm was disabled. No injury to the patient was observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received. The complaint was confirmed by field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed by failure analysis. Remote fe logs show a 319-error pointing toward the rolling loop fiber and also multiple communication errors (31226, 1126, 32097, 25730). The usm was tested on an in-house system in normal mode where it triggered a 319 error. The usm was also tested on a test platform where it failed test check all boards present (acc no found) and fiber test on the rolling loop fiber. A golden rolling loop fiber was installed, and the usm passed both check all boards present and fiber test on retry. During investigation, it was noticed that the rolling loop fiber and ground straps were tangled inside the spar. The usm passed all other required tests. As a fix, the rolling loop fiber assembly will be replaced.